Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. There were no patient consequences.